Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the patient had a single-lumen solo catheter inserted on (B)(6). On may 14, the catheter was found to be protruding 10 cm. During a follow-up visit on (B)(6), a vertical tear was discovered 12 cm from the zero mark, so the catheter was removed.